Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display of the foley catheter was unstable 9 days after use and stated as bad temperature indication. It was noted that the cable stabilized after it was replaced with another one and hence, the cable might be defective.

Event description:
It was reported that the temperature display of the foley catheter was unstable 9 days after use and stated as bad temperature indication. It was noted that the cable stabilized after it was replaced with another one and hence, the cable might be defective. Per notification received from investigator on 02feb2023, it was stated that the cable was found to not meet dimensional requirements.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure was "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". The actual/suspected device was inspected.